Event description:
Procedure type: laparoscopic splenectomy. According to the reporter: the device kept loosing insufflation. The procedure had to be converted from laparoscopic to an open splenectomy. The trocar removed and the procedure was converted to a laparotomy. No additional information at this time.

Manufacturer narrative:
(B)(4).